Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
It was reported that the implant at tooth site #12 was removed due to sinus perforation. Pt was having pain where the implant was placed- too close to sinus symptoms as a result of the event: pain.